Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification to the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected in nasolabial folds with juvéderm voluma® xc. The patient experienced ¿suspected vascular occlusion approximate 15 min after injection.¿ the patient was treated with 200 units of hyaluronidase immediately to the treated area. The patient experienced significant bruising and swelling of the area after hyaluronidase injection. Event status is unknown.